Manufacturer narrative:
Device evaluation summary: the device returned with the external slider and backend wheel in the home position loaded in the procedural sheath. Excessive twisting was visible to the graft cover distal to the sheath tip. Residue attached to the expanded anchoring pins was removed to confirm all pins were expanded. Kinks was evident along the graft cover over the stent graft and scratches were visible on the tip material. The taper tip was curved with excessive scratching visible along the tip. Deformation was visible to the procedural sheath tip. The device was broken down and the stent graft deployed. Excessive deformation and spiral separation was observed on the spiral tubing. The reported premature deployment and positioning difficulties were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii bifurcate stent graft was intended to be implanted in the endovascular treatment of a 95mm ruptured abdominal aortic aneurysm. The patient had abdominal pain the night before the surgery and was admitted in the early morning with a threatened ruptured abdominal aortic aneurysm. A cta found that the bilateral iliac arteries were severely calcified. It was reported that during the procedure, a 8mm balloon was used for full pre-dilation before implantation. The balloon was removed before insertion of the endurant delivery system. It was confirmed the delivery system was inspected before use and appeared normal before insertion into the patient. It was difficult to insert the endurant delivery system into the left iliac artery. When the stent graft was delivered it was found that the tip had deployed prematurely and a stent at the bare end had emerged and embedded in the calcified blood vessel wall. The anchor pins of the suprarenal stent were deployed prematurely. When the delivery system was withdrawn, removal difficulties were encountered. The tip got stuck in the common iliac artery and force was used when withdrawing. The sheath was removed but the tip did not move. The external slider was not rotated during the operation. The patient was then urgently transferred to another hospital where the left iliac artery was opened to remove the stent by retroperitoneal surgery. The iliac artery was replaced with an artificial blood vessel to complete the interventional surgery. Per the physician the cause of the event was anatomy, the patient's calcification and a vasospasm. It was said that the blood vessel and tip were stuck when inserted. When the delivery system was withdrawn, the tip was locked, so there was a relative action of pulling the tip, which caused the barb of the bare segment to be deployed prematurely. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported "premature deployment" of the endurant ii stent graft in the iliac artery was confirmed on the still images received, however a cause of this could not be determined. The availability of full angiograms taken during the index procedure could have allowed for a thorough analysis of the deployment difficulty but these were not provided for review. The patient's severely calcified anatomy and the reported vasospasm were possibly a contributing factor to the reported difficulty inserting and removing the delivery system. The premature partial deployment of the stent graft also likely contributed to the removal difficulties. Device evaluation summary: a series of four (4) images capturing the open surgery to remove the device from the iliac artery. Two (2) images show the proximal end of the graft cover and stent graft suprarenals. The suprarenal stents are partially captured in the taper tip sleeve with two (2) stents released and partially expanded. A gap has developed between the graft cover tip and the taper tip. The reported deployment difficulties were confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.